Event description:
"During a laparoscopic urological nephrectomy, the user detected a small black broken piece inside the pt's body and then retrieved. In this facility, when doctors use metzenbaum scissors manufactured by storz in a laparoscopic urological surgery, they hold them to the right hand. Therefore it is presumed that such forceps as these interfered with the product. (Basically hook type electrodes are not used in this facility). Aomori olympus checked the duckbill and the septum. As a result, we found that the septum was broken. We would like to know the following three points. Whey was the septum broken?. Which of these products seems to have caused the broken septum?. Here is a question from the facility, so we would appreciate if you answered it. If there is some damage inside a product as in this case, it is impossible for us to detect it by visual observation, on daily check. Could you tell me if there are any preventive measures or check method that would work?".

Manufacturer narrative:
The incidents device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.